Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-11386it was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricle lead and right atrial lead exhibited noise. No intervention was performed. The patient was in stable condition.

Event description:
New information noted that the right ventricle lead and right atrial lead were explanted and replaced. The patient was in stable condition.